Event description:
During a standard dental treatment, the handpiece heated up and caused a burn on lower lip to about a size of smaller than a finger nail. Over the counter neosporin ointment was given to patient to put on the lip. Further details related to patient are not supplied.

Manufacturer narrative:
The analysis did show that the handpiece runs out of specification. The head heats up which was caused by inner friction.